Event description:
It was reported that a novum iq large volume pump's screen does not turn on upon device power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.(B)(6) the device was received for evaluation. During functional testing, the reported problem was confirmed; pump is turning on but the display remains dark. Inspection of front panel assembly confirmed corroded font panel pcba, ui to fp cable, display flex cable. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the corroded font panel pcba, ui to fp cable, display flex cable. The front panel assembly will be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.